Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix em1200 valve sets had white and dark particles. The particles were located on the tubing and valve port caps. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between july 21, 2022 - july 25, 2022. H11: two (2) actual devices and three (3) photographs of the samples were provided for evaluation. Visual inspection of the photos identified white particulates seen on the port caps of the ports and tubing of the products. Visual inspection of the actual samples identified white spots/particulates on caps in one sample and white spots on or embedded in tubing of the other sample. The reported condition was verified. The cause was likely due to contamination during the manufacturing (including packaging) process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.